Event description:
Initial report received on (B)(4) 2012: this spontaneous case was reported by a hospital physician (plastic surgery) and involves a female pt (age: end of (B)(6)). She was treated overall 6-7 times with poly-l-lactic acid (sculptra, batch number unknown) for cosmetic skin procedure. Each session was performed with 1-2 bottles poly-l-lactic acid diluted in 6 ml water plus 2 ml local anesthetic. Last augmentation was done approximately two years ago. Treated areas: cheeks, zygomatic bone, chin line, temples. For a couple of months, the pt suffered from formation of nodules in the treated areas (approximately overall 20 pinpoint nodules). Some of the nodules were treated with cortisone. Biopsy of approximately 10 pinpoint nodules was performed on (B)(6) 2012 (areas: cheek, chin line, temples). No details were provided on relevant history, concomitant diseases, concurrent drugs, other suspected drugs, outcome, and causality assessment.

Manufacturer narrative:
A product-technical examination (global ptc number (B)(4)) was initiated. Assessment after investigation: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(6) up to the end of march 2012 and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: a0034, a0035 a0036, a0037, a0038, a0039, a1040, a1041, a1042, a1043, a1044, a1045, a1046, a1047, a1048, and a1d48. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless, since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself. Additional info received on (B)(4) 2012: assessment after investigation added. Additional info received on (B)(6) 2012 from physician: upon receipt of additional info, this non-serious case has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Pt's age, therapy dates, date of onset, biopsy, and corrective treatment added.